Manufacturer narrative:
Evaluation of the returned ace60 confirmed the coil wire protruding from the hub. The root cause of the coil wire protruding from the hub could not be determined. Evaluation also revealed additional coil winds and liner outside of the catheter lumen. This damage was incidental to the reported complaint and may have occurred while attempting to remove the coil wire from the hub. Evaluation also revealed kinks and an ovalization. This damage was incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Results code 1 : 4247 - appropriate code not available to describe " the coil wire was protruding from the hub."

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 60 reperfusion catheter (ace60), a non-penumbra sheath, and a guidewire. During the procedure, after advancing the ace60 to the target vessel, the physician found a wire exposed at the proximal end (hub) of the ace60 prior to connecting it to the penumbra system max aspiration tubing (tubing). Therefore, the ace60 was removed. The procedure was completed using a non-penumbra catheter and the same sheath. There was no report of an adverse effect to the patient.